Manufacturer narrative:
Results evals: investigation: the returned unit was functionally tested and the report of leakage was confirmed. Testing revealed a v shaped tear of 1.32mm in the pilot balloon. A review of our complaints history confirmed this to be the first complaint for the two possible lot numbers identified. Though there have been complaints for cuff deflation in use, on this product code during the past five years, these are historical and do not indicate a systematic failure during manufacture. A furter review of mfg records confirmed the presence of an inflation check carried out on 100% of this product line prior to packaging. Root cause: it is stated that the unit was tested prior to use and only became deflated after two weeks insertion. As such, this incident is unlikely the result of an assembly fault. The type of damage observed likely occurred following the use of clamping forceps, or similar, on the pilot balloon. This report has been logged for trending.